Manufacturer narrative:
(B)(4). Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated postoperative architect total b-hcg results on two female patients both diagnosed with ectopic pregnancies. Results provided: pt 1 ((B)(6)-yr old, surgery on (B)(6) 2021): (B)(6) 2021 = 50.1 miu/ml; (B)(6) 2021 = 54.9 miu/ml; (B)(6) 2021 = 54 miu/ml; (B)(6) 2021 = 51.9 miu/ml; (B)(6) 2021 = 59.9 / 63.34 miu/ml, 1:2 = 69.56 miu/ml, 1:4 = 75.47 miu/l, 1:8 = 81.16 miu/ml, 1:16 = 76.7 miu/ml, urine hcg = positive, other abbott instrument = 51.3 miu/ml, roche = < 0.1, beckman = 0 miu/ml; (B)(6) 2021 = 62.4 miu/ml, beckman = 0.01 miu/ml pt 2 ((B)(6)-yr old, surgery on (B)(6) 2021): (B)(6) 2021 = 8941 miu/ml; (B)(6) 2021 = 2472.1 miu/ml; (B)(6) 2021 = 142.5 / 144.62 miu/ml, 1:2 = 160.79 miu/ml, 1:4 = 172.69 miu/l, 1:8 = 166.18 miu/ml, 1:16 = 182.43 miu/ml, urine hcg = positive, other abbott instrument = 146.19 miu/ml, roche = < 0.1, beckman = 0 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
H6. Component code: g01003.return testing was not completed as returns were not available. A review of tickets was performed for the likely cause reagent lot number 15378ui02. The ticket search determined that there is normal complaint activity for this lot number and there are no trends for the product related to patient results. The number of standard deviations to the cut-off and the median of the negative populations is within the established limits and within the historical range of the architect total b-hcg assay. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg assay, lot 15378ui02.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.